Manufacturer narrative:
Date of report: (B)(6) 2019. Added UDI and usage of device. Corrected conclusion. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The service engineer (se) inspected the device and verified the reported issue. The se performed testing on the device and all tests passed. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
It was reported that the v60 ventilator generated a backup alarm failed error code. It is unknown if the ventilator was in use on a patient at the time of the reported event.